Event description:
This was a spontaneous report from a female pt, reporting on herself, a (B)(6), from (B)(6): (B)(6). The pt's height was(B)(6) and her weight was not reported. The pt's medical history and concurrent conditions included: rotator cuff surgery. The pt had no known drug allergies. The pt was treated with precise pain relieving heat patch (topical, batch/lot bdc005 and expiration date 01/nov/2012) one patch, once initiated on (B)(6) 2011 for pain relief. Concomitant medications were not reported. The pt had applied the patch on her back for 4-5 hours while she lay on the sofa watching television (wrong technique in drug usage process). The pt felt the site burning, subsequently removed the patch, and noticed a very small burn on her back, described as "one small spot under the size of a dime" (application site burn). Additionally, the pt reported that "the patch actually was on fire." The pt outcome was unspecified for application site burn. This incident was referred to the MFR for further investigation. This report was serious (medically significant).